Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ luer-lok¿ 3ml syringe was filled with lipids and was running via an alaris pump through an IV line for almost 18 hours. An internal leakage from the top of the plunger at a height of 0.3 ml was noted. The IV insertion of the lipids was then stopped. There was no report of exposure to mucous membranes, injury or medical interventions.

Manufacturer narrative:
Investigation summary: DHR review for batch 7001973: manufacturing dates: 01/13/2017 to 01/15/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7001973 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
One loose 3ml assembled syringe was received by bd canaan and reported to be from batch #7001973. The sample was visually evaluated. The sample was in a sample bag with an attached IV line. The syringe was filled to the 1ml grad line with an off white cloudy liquid. The evaluation was performed through the sample bag due to liquid contents of the syringe. The syringe was found to have multiple light brown liquid stains on the barrel exterior and the plunger rod thumb rest. The plunger rod retaining ring also has light brown liquid stains. The sample does not appear to have leakage past the stopper. The liquid contained in the syringe does not appear to have passed the stopper. Liquid still remains in the syringe and no voids or channels were observed in the stopper seal. The light brown stains observed appear to be from dried liquid. Based on the visual inspection performed it cannot be determined where this liquid came from. The IV connector also has the same stains found on the syringe. This connector is opposite the connector attached to the syringe. DHR review for batch 7001973: manufacturing dates: 01/13/2017 to 01/15/2017. Batch quantity was 755,800. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7001973 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No root cause required since no product defects were confirmed from sample evaluation performed.